Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error or open book image alarm during testing due to moisture damage on electronic assembly. Unit was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back and was exposed to moisture. Customer stated they do not hear fluid when shaking the insulin pump. Customer stated they could see fluid under the lcd. The insulin pump will be returned for analysis.